Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 180 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. The motor was tested outside the device and passed. Unable to verify e70 alarm in the alarm history due to history file over written with a47 alarms due to a corrupted history file. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.